Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after losing weight, the patients implantable pulse generator (ipg) was sitting uncomfortably in the pocket site. Pain was attributed to the ipg, not sitting flat in the pocket. The patient underwent a revision procedure wherein the pocket was repositioned and the ipg remains implanted. No further information has been obtained despite good faith efforts.